Manufacturer narrative:
(B)(4). Batch # n55h4z. Event month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that the tcr75 cartridge was received with the right gripping surface broken off making the reload non functional. The cartridge was unfired with the swing tab in unlocked position. No functional test was performed. No conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event issue of "contamination of the load at the opening of the packaging"? Was there foreign matter inside the reload packaging? Or was the device difficult to remove from the packaging? If yes, was the device not able to be removed in a sterile manner? Please provide further detail of the event.

Event description:
It was reported that during a colectomy procedure, contamination of the load at the opening of the packaging. There were no patient consequences reported.